Manufacturer narrative:
The customer informed the field service engineer (fse) that the device continued to operate when the issue was observed and there was no delay in therapy reported as a result of the device issue. On 15oct2023, the field service engineer (fse) confirmed an occurrence of the primary alarm failed error code in the device diagnostic report (drpt). This failed primary alarm was the cause of the delayed startup. The fse determined that a replacement speaker assembly was required to resolve the issue. On 21dec2023, the fse replaced the speaker assembly to resolve the motor speaker failed device issue. Following the servicing of the device, the fse completed running testing, function testing, and cleaned the device. No other abnormalities were found following the service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that after turning on the power, the screen started up with a delay. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that the device continued to operate when the issue was observed and there was no delay in therapy reported as a result of the device issue. The field service engineer (fse) confirmed an occurrence of the primary alarm failed error code in the device diagnostic report (drpt). This failed primary alarm was the cause of the delayed startup. The fse determined that a replacement speaker assembly was required to resolve the issue. The fse is awaiting an order from the customer to proceed with the service and replacement. The investigation is ongoing.

Manufacturer narrative:
The replaced speaker assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech installed the returned speaker assembly into the pil test device and confirmed that the test device produced the alleged primary alarm failed alarm. The issue repeated during the diagnostic portion of operating the device. The pil also verified that the speaker failed a pin to pin and solder to solder joint testing. The failure of the returned speaker assembly was due to an open resistance to the voice coil of the speaker assembly. The pil concluded that the speaker assembly was confirmed faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.